Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Report of formal claim received from kennedys regarding revision of pinnacle mom hip implants due to pain, implant clicking noise, and large levels of metal ions detected in the patient's blood.

Manufacturer narrative:
Report of formal claim received from (B)(6) regarding revision of pinnacle mom hip implants due to pain, implant clicking noise, and large levels of metal ions detected in the patient's blood. Doi - (B)(6) 2008. Conclusion and justification status: without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. On 24 feb 2016 - complaint reopened to update product code information, received 1st feb 2016 from (B)(6). A review of this additional information identified that only product code information had been received. No product lot information had been provided. It was confirmed that no further investigation was required and no changes required to previous investigation conclusions. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.